Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) failed calibration. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the epgs was a newly installed epgs replacing another epgs when this issue occurred. The user facility accepted the epgs as is.

Manufacturer narrative:
Updated block: h6 corrected block: h11 per the manufacturer's subsidiary's service technician, ten oxygen sensors were tried before one passed calibration. The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, a new oxygen sensor was installed into the electronic patient gas system (epgs) and calibration passed successfully, therefore the product was determined to not be returned to the manufacturer. Further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.